Event description:
The customer reports non-specific issue. The unit was sent to a covidien service center. Upon triage a service tech found the power cord is damaged showing bare copper wire on the 115vac line.

Manufacturer narrative:
Submit date: 01/27/2014. An investigation is currently underway. Upon completion, the results will be forwarded.